Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude. In addition, undersening was also observed on presenting. Boston scientific technical services (ts) discussed that device appears to be mode switching appropriately even with the intermittent ra undersensing and low ra intrinsic amplitude. Presenting electrogram (egm) shows device operating as programmed. This lead remains in service. No adverse patient effects were reported.